Event description:
The breathing circuits for the anesthesia machine with the lot number #6130212 have a leak volume >1000ml when running a circuit test. The patient was in the operating room and anesthesia induction was delayed for 15 minutes while troubleshooting the anesthesia machine. Multiple components of the anesthesia machine were changed before identifying that the circuit was the issue causing the leak. Anesthesia tech manager present in or to troubleshoot machine and ensure mach 406 was functioning properly before inducing anesthesia.